Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mid left anterior descending (lad) coronary artery with moderate calcification and 95% stenosis. Pre-dilatation was performed with a non-compliant balloon dilatation catheter (bdc). A 2.50x38 mm xience alpine drug-eluting stent (des) was then advanced to the lesion and successfully implanted. Post-dilatation was then performed as per standard procedure with another bdc. Post stent implantation, the physician noted a distal edge dissection. A 2.5x18 mm xience prime des was implanted to treat the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.